Manufacturer narrative:
Concomitant medical products: dtbb1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The lead was found to have high out of range pacing impedance with maneuvers. The lead was found to have a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.